Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction with sensor filament was reported with wear of the abbott diabetes care (adc) device. Customer reported the filament remained in their skin after sensor was removed and experienced "pain every day" and an infection as sensor site. As a result, the filament was surgically removed by a healthcare professional and customer was given pain medication (dose/type unspecified) and antibiotics (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction with sensor filament was reported with wear of the abbott diabetes care (adc) device. Customer reported the filament remained in their skin after sensor was removed and experienced "pain every day" and an infection as sensor site. As a result, the filament was surgically removed by a healthcare professional and customer was given pain medication (dose/type unspecified) and antibiotics (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.